Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a balloon angioplasty procedure, withdrawal resistance occurred. The target lesion was located in a fistula. The physician successfully performed six balloon inflations with the 8mmx40mm ultra-thin diamond balloon. Upon removal resistance withdrawing device through the sheath was encountered. Once removed from the patient it was noted that the balloon was stripped off of the catheter. The detached balloon was successfully retrieved from the sheath and the procedure was completed. No patient complications reported.

Event description:
It was reported that during a balloon angioplasty procedure, withdrawal resistance occurred. The target lesion was located in a fistula. The physician successfully performed six balloon inflations with the 8mmx40mm ultra-thin diamond balloon. Upon removal, resistance withdrawing device through the sheath was encountered. Once removed from the patient, it was noted that the balloon was stripped off of the catheter. The detached balloon was successfully retrieved from the sheath and the procedure was completed. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer - visual and the tactile examination of the returned device revealed a break had occurred at the proximal balloon sleeve. The shaft at the area of the break site was stretched for a distance of 6mm. There were traces of blood visible on the shaft. The balloon was not fully wrapped around the shaft. There were several kinks noted along the length of the shaft. The break noted to the shaft is consistent with the device being pulled in order to remove it from the sheath. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).